Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a redo double lumen tpn catheter was implanted for tpn (total parenteral nutrition) on an unknown date. The device reportedly broke at an unspecified time following implantation. The conditions and circumstances leading up to the event are not known. The device was completely explanted and replaced. The replacement device subsequently broke on (B)(6) 2017 and is captured and reported under a separate report (1820334-2017-00707.) No further event or patient information was provided. The device is not available for evaluation. This is one of two reports being submitted as two devices reportedly broke reference MDR numbers 1820334-2017-00707 and 1820334-2017-00710. The same patient is associated with both reports.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the instructions for use (IFU), quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.